Manufacturer narrative:
(B)(4). One (1) stapler from catalog number 528235 visistat 35w (B)(4) was received used, opened without original package, lot # was not confirmed, and stapler was received with remaining staples. During visual inspection components looked well assembled. Functional inspection: staples were loaded to try to duplicate the reported defect. Staples closed & released properly and no quality issues were found. Sample received did not confirm the defect reported by the customer "not closing" during visual inspection. A functional inspection was performed (stapler was fired both forms; slow and fast to try to duplicate the reported defect) with remaining staples and the device worked properly. Therefore, a corrective action is not required at this time. Also all products are 100% tested by manufacturing and this defect would have been detected during the functional testing.

Event description:
Alleged issue reported that during surgery when the surgeon tried to close the wound, the staples came out opened. The surgeon reported that the patient is fine; he had to use another stapler and all went well afterwards.

Event description:
Alleged issue reported that during surgery when the surgeon tried to close the wound, the staples came out opened. The surgeon reported that the patient is fine; he had to use another stapler and all went well afterwards.

Manufacturer narrative:
(B)(4). A device history record (DHR) review did not show issues related to complaint. Complaint cannot be confirmed since the sample was not available for investigation; therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. However, the manufacturer will continue to monitor and trend relating complaints.